Manufacturer narrative:
(B)(4). The actual complaint product is not available for evaluation; unopened product from the same lot number has not been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an optometrist (ecp), a patient was seen for the first time on (B)(6) 2016, noting that the patient had been buying contact lenses online prior to that initial examination. A "severe" infection was noted in the left eye, along with corneal staining, infiltrates, conjunctival hyperemia, edema, and evidence of vascular invasion. The ecp reported that the patient's visual acuity had decreased over the past one to two weeks, with the visual acuity demonstrated by the left eye as not being able to exceed more than a reading of 0.16. "Quick test" was negative. The ecp noted contact lens-related ischemia with "deterioration," with the patient being treated with ciprofloxacin eye drops five times a day for one week in conjunction with contact lens cessation of at least one month's time. The probable cause for the events was noted by the ecp as a handling error by the patient, with the reported possible outcome for the end-user being noted as an increased risk for permanent vision loss. Additional information received from the initial reporter on 10/19/2016 clarified that both eyes were affected, with the left eye being worse than the right eye. It was reported that the patient was still undergoing treatment for the event, with contact lens wear still prohibited; the current status of the patient was not known. Additional information has been requested but not yet received.

Manufacturer narrative:
The actual complaint product is not available for evaluation; unopened product from the same lot number has not been returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).